Event description:
Venous air alarms occurred during two consecutive routine hemodialysis treatments which could not be resolved by the operator. Both treatments were discontinued without performing rinseback of the patient's blood resulting in an estimated blood loss of 190 cc for each treatment. The patient's hb post blood loss events was 6.0 gm/dl. The patient was hospitalized and received two units of prbc. Standard epogen dosing was also increased from 9,000 units 3x week to 10,000 units 3x week. The patient's hb increased to 9.4 gm/dl on (B)(6) 2012. No other medical intervention was required.

Manufacturer narrative:
The blood loss events are attributed to the operator not performing rinseback due to possible air in venous line of the extracorporeal circuit. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. The nxstage system one cycler is not available for evaluation at the time of this report. A follow up report will be submitted if applicable.